Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was not being delivered. During a set change, she saw insulin go through the tubing, but on some sets it did not drip out of the cannula. She said this caused high blood glucose levels. During troubleshooting, there were not any no delivery alarms deteced in the alarm history. No further information was provided.